Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Information was received from a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The patient's relevant medical history was not provided at the time of this report. It was reported the healthcare provider (hcp) provider suspected a catheter fracture and a dye study was to be performed on the date of this report. It was further reported that the patient did not show up for the scheduled appointment. Interventions, concomitant medications, and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.